Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17724828 presented no issues during the manufacturing process that can be related to the reported complaint. The product will not be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a power flex pro 7 mm 4cm 135 ruptured at 7 atmospheres (atm). Therefore, it was replaced with a non-cordis balloon and inflated. The procedure was competed. The lesion was the superficial femoral artery with severe calcification and chronic total occlusion (cto). There was no patient injury reported and the product will not be returned for analysis. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The maximum inflation pressure was 7 atm. The product was removed intact (in one piece) from the patient. The patient is currently doing fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
A powerflex pro 7mm x 4cm 135cm ruptured at 7atm (seven atmospheres). Therefore, it was replaced with a non-cordis balloon and inflated. The procedure was completed. The lesion was the superficial femoral artery with severe calcification and chronic total occlusion (cto). There was no patient injury reported. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The maximum inflation pressure was 7atm. The product was removed intact (in one piece) from the patient. The patient is currently doing fine. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot 17724828 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a chronic total occlusion may have contributed to the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.